Manufacturer narrative:
Investigation summary received one (1) used. List #d1000, tego¿ connector, appx 0.05 ml; lot #14027547. Blood residuals were observed in the sample. The sample was disassembled and found a puncture below the top surface on the seal. The complaint of leaks can be confirmed. The probable cause was due to a puncture through the side wall which resulted in a leak during use. The puncture is typical of access with a sharp instrument such as a needle during use. The directions for use df-3844 states: do not use needles or caps on tego. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The complaint/event involved a tego¿ connector that reportedly leaked blood out of the valve when the cap was being installed (during set up). The issue occurred during the first use of the device. The procedure was reported as: 'hd hdf post-dilution hdf predilution hf'. There were no severe injuries/death, however, there was an unspecified amount of blood loss. There was no delay in therapy; the device was removed/changed out and therapy was reinitiated. The patient was conscious before and after, however, she reported that she was not feeling well and was fatigued, with hypotension and hypovolemia. After checking, she had low hemoglobin and thus required transfusion. Hypotension remained throughout the rest of the session. The patient does not have a blood-born disease. The leak likely occurred shortly after starting dialysis but it was found it twenty minutes later. A new circuit was reassembled and reconnected. There was no visible default on the device before use. A crack along the tego was subsequently observed.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.